Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the blood sampling valve (bsv) and the differential shear valves were blocking the aspiration pathway. The fse replaced the bsv and the differential shear valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was failing latron controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.